Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00632. It was reported the patient complained of pain in the neck and shoulders that radiated down to the back following a trial lead removal procedure on (B)(6) 2018. Blood was also present at the site. As such, the physician re-evaluated the patient and believes spasms caused the pain and the device was not involved in the issue.